Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the modular head, liner and the modular sleeve were removed. The shell, stem and the hole cover remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the liner, modular head, stem, hole cover, acetabular shell and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the liner, modular head, stem, hole cover and acetabular shell. Similar complaints have been identified for the modular sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. An ultrasound showed fluid effusion around the left hip. It was noted metal ion levels were elevated, however the provided photo of the cobalt and chromium levels is not a clear copy. Intraoperatively it was noted the patient had a sinus at the posterior end of the incision scar which was draining fluid from the left hip. There has not been a report of a revision of the right hip. Although it was reported the patient had pain, elevated metal ions and joint effusion; without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated metal ions and joint effusion cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a patient presented to surgeon with pain in left hip, a ultrasound showed fluid effusion around left hip, and had blood tests which showed elevated metal ion levels (cr: 55.4ug/l co: 91.7 ug/l), due to this a revision surgery was performed in where the head and liner were replaced.